Manufacturer narrative:
It was reported that hemostatic valve leakage occurred and saline was observed to be leaking. The investigation at abbott found that the leak test was performed using returned components. No leakage was noted when device was flushed with solution. Device was submerged under solution and flushed with air. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 4f amplatzer torqvue lp delivery system was selected for use in a pda occlusion procedure. The delivery system was inspected prior to use. During procedure, hemostatic valve leakage occurred and saline was observed to be leaking. No parts of the delivery system were observed to be damaged. The delivery system was exchanged for a new 4f amplatzer torqvue lp delivery system, which was used to successfully complete the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.